Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer alleged that the pump was not "working properly," however, this could not be confirmed as the customer did not have the pump available for troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.